Manufacturer narrative:
Additional data: h3, h6. The lal was returned for evaluation; however, it was cut into fragments during explantation and is unable to be adequately evaluated due to the condition of the lens. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6) was explanted due to patient dissatisfaction and negative dysphotopsia; a new lal (sn (B)(6) was implanted as a replacement. Rxsight's first awareness of this event was on 07/22/2024.